Manufacturer narrative:
Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the administration port tube and the twist off protector. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition nwas due to lack of or an inconsistent application of cyclohexanone applied between the administration port tube and the top during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received in a condition (excessive mold and contamination) where an evaluation could not be performed; no functional testing was performed. The reported condition could not be verified due to the nature of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.